Event description:
It was reported that the battery gas gauge was not as expected for this pacemaker device. The device gauge was closer to the beginning of life (bol) indicator at the most recent follow up, previous check 6 months ago indicated the gauge closer to elective replacement indicator (eri) and 3 months ago it was closer to beginning of life (bol). The battery longevity appeared to be 1 year left since 6 months ago. No data analysis from the device was reported to have been performed by technical services (ts). The device remains in service but a replacement is planned to be performed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the event description for more information regarding the specific circumstances of this event. Please note this pacemakers battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the event description for more information regarding the specific circumstances of this event. Please note this pacemakers battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery gas gauge was not as expected for this pacemaker device. The device gauge was closer to the beginning of life (bol) indicator at the most recent follow up, previous check 6 months ago indicated the gauge closer to elective replacement indicator (eri) and 3 months ago it was closer to beginning of life (bol). The battery longevity appeared to be 1 year left since 6 months ago. No data analysis from the device was reported to have been performed by technical services (ts). The device remains in service but a replacement is planned to be performed. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the battery gas gauge was not as expected for this pacemaker device. The device gauge was closer to the beginning of life (bol) indicator at the most recent follow up, previous check 6 months ago indicated the gauge closer to elective replacement indicator (eri) and 3 months ago it was closer to beginning of life (bol). The battery longevity appeared to be 1 year left since 6 months ago. No data analysis from the device was reported to have been performed by technical services (ts). The device remains in service but a replacement is planned to be performed. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was later returned for analysis.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The varying gas gauge is due to variation in atrial impedance. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the event description for more information regarding the specific circumstances of this event. Please note this pacemakers battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. At this time, no further information is available. Should additional information become available this report will be updated.